Event description:
Intera oncology was notified that an intera 3000 hepatic artery infusion pump flow rate experienced a slow flow. On (B)(6) 2026, the flow rate went from around 1.1ml/day to 0.75ml/day. On (B)(6) 2026, the catheter was flushed using the special bolus needle and a pump study was done. According to the clinic, the pump study result was normal. Tissue plasminogen activator (tpa) was not administered. The latest refill result is 1.07ml/day. The patient did not experience an adverse reaction.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The device remains implanted and in use. A root cause cannot be concluded at this time.